Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described an event involving a pt. The pt was treated for a traumatic brain injury. A licox (im3s) was placed in the operating room. The device functioned as expected for approx 24 hours. The pt was sent for a cat scan. The pt was not licox monitored during the cat scan. Upon return to the intensive care unit, the pt was reconnected to the monitor. The licox reading was zero. Standard trouble shooting was performed. The malfunction was not resolved. The surgeon left the catheter intact. The catheter would be removed when they discontinue all monitoring.